Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 786 mg/dl and 700 mg/dl at the time of hospitalization. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did not allege under delivery. Customer was treated with drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. Corrected hospitalization date was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer was hospitalized on (B)(6) 2020.